Manufacturer narrative:
A ge rep evaluated the system and reformatted the hard drive and reloaded software. The system operates as intended.

Event description:
The customer reported problems saving images, and images are being written over or lost. No pt injury was reported.